Manufacturer narrative:
Additional information: h6 (update codes) and h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an unspecified system error and the infusion stopped. There was no access to the menu when booting up. This was observed during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.